Event description:
Reference number (B)(4). Event occurred in belgium. It was reported that the patient faced infusion set leak between the pump and the pump connector detachment event on (B)(6) 2025. No further information available.